Event description:
It was reported that the vns patient¿s device had ¿turned itself off.¿ the device had approximately 80% battery life remaining. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician's office that the patient stopped perceiving stimulation at some point and then at the next follow-up appointment, the patient's device was found to be set to 0ma current in (B)(6) 2015, although the patient's caregiver claims that it was never intentionally disabled. The device was left off until the patient was admitted to the hospital for an unspecified reason stated to be unrelated to vns, at which time the device was turned on again. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional programming history was received for the suspect device, after the date of the event. Systems diagnostics were performed and were within normal limits.